Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the retrieval device was returned for evaluation. The retrieval device was placed in an x-ray machine. A denali filter was observed to be inside the sheath. No anomalies were identified. Functional/performance evaluation: the filter was removed from the sheath. All 6 arms and 6 legs were present and intact. No limbs were crossed upon removal. A small amount of clot/tissue was found on the short leg hooks. No other anomalies were identified. Medical records review: two images were provided. Based on the images provided, due to poor image quality, the identity of the vena cava filter, number of filter arms and legs as well as filter tilt cannot be confirmed. However, some filter legs are crossed at the caudal anchors can be confirmed. Conclusion: based on the image review, failure to expand can be confirmed as the legs were found to be crossed at the caudal anchors. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to this event. Labeling review: the current IFU (instructions for use) states: warning: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: - failure of filter expansion/incomplete expansion.

Event description:
It was reported that during a femoral vena cava deployment procedure, upon deployment the filter legs allegedly did not fully expand. Jugular access was gained, and allegedly a snare was used to capture and retrieve the filter. Another jugular vena cava filter was prepped and deployed successfully. There was no reported impact or consequence to the patient.